Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Depression: unable to observe since it is not related to the device. Calcification: unable to observe since it is not related to the device. Malaise-ndr: not applicable as the event is not related to the device. No additional observations are performed.

Event description:
Patient representative reported, pain and tenderness in the breast, capsular contracture baker grade iii, fatigue and psychological problems that led to a severe depressive phase. Surgical report identified, capsular contracture baker grade iii-IV. The capsule is cleaned of the silicone mass. Calcifications and rough, fibrotic strands are also found on this side. Patient still suffers from depressive stress and anxiety disorder due to the device recall and increased risk of cancer. Device has been explanted. This relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Patient representative reported, pain and tenderness in the breast, capsular contracture baker grade iii, fatigue and psychological problems that led to a severe depressive phase. Surgical report identified, capsular contracture baker grade iii-IV... The capsule is cleaned of the silicone mass. Calcifications and rough, fibrotic strands are also found on this side...patient still suffers from depressive stress and anxiety disorder due to the device recall and increased risk of cancer. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported, pain and tenderness in the breast, capsular contracture baker grade iii, fatigue and psychological problems that led to a severe depressive phase. Surgical report identified, capsular contracture baker grade iii-IV... The capsule is cleaned of the silicone mass. Calcifications and rough, fibrotic strands are also found on this side...patient still suffers from depressive stress and anxiety disorder due to the device recall and increased risk of cancer. Device has been explanted. This relates to the right side.